Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on information provided and without the device to analyze, a cause for the reported unintended movement associated with clip opened while locked could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account was further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿three (3) fluoroscopic still images were provided. Two images (titled "image 1" and "image 2") were taken during active use of the first implanted clip (xt size) which was reported for clip opened while locked (cowl) during deployment, specifically during lock line removal. "Image 1" shows the delivery catheter (dc) extended with the clip attached indicating the image was taken prior to full deployment (mechanical separation from the dc); it is unclear during which specific procedural step the image was taken. The clip arms are angulated relative to the fluoro view making arm angle assessment challenging. The clip arm angle appears to be ~45° - 60°. "Image 2" shows the clip fully deployed from the dc, with the dc shaft fully retracted against the steerable sleeve indicating the image was taken post deployment of the clip, prior to removing the cds. The clip appears to have rotated slightly as compared to its positioning in "image 1". The clip arm angle appears to be ~45° - 60° with no observable change in arm angle as compared to "image 1" which was taken pre deployment. The third image titled "image 3" shows three fully deployed clips with no sgc or cds in view indicating that the image was taken post deployment of the third clip (no reported issue). Two clips are overlapping and appear to have been implanted side-by-side. Based on the clip sizes, the middle clip in the image appears to be an xt clip and has an arm angle consistent with the first two images, indicating it is the first implant xt clip reported for cowl. The nt clip is next to it (top right in the image) which was reported for slda and has a similar clip arm angle (~45° - 60°) as the first implanted xt clip. Slda cannot be confirmed in fluoroscopic still images as tissue cannot be visualized in fluoro and does not capture clip movement during the cardiac cycle. The third clip (bottom left in the image) is an xt clip and is the third clip implanted with no reported issue. Based on the fluoro images provided, there is no apparent cowl regarding the first implanted xt clip. Mainly, the clip arm angle of the first clip (reported for cowl) remains consistent "image 1" and "image 2", taken pre and post deployment, respectively. There are no additional observations based on the images.¿

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in this report is being filed under a separate medwatch report number.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, short posterior leaflet and a calcified annulus. An xt clip was inserted and successfully deployed on the mitral valve. However, upon deployment, the clip opened to approximately 20 degrees. It was noted the clip remained stable; therefore, an additional clip was inserted to further reduce mr. An nt clip was successfully deployed. Shortly after deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted the clip remained stable because it was implanted so close to the xt clip. To further reduce mr, an additional xt clip was deployed, reducing mr to a grade of 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.